Manufacturer narrative:
Corrections in g1 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Inspection: the returned device matches the information in the complaint file and was examined. Visual inspection revealed that the weld on the ring fractured causing the screw to disassemble. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to to off-axis forces applied during use. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the lower housing on a virage screw fractured intra-operatively. The screw was removed and replaced to complete the procedure without patient impacts.

Event description:
It was reported that the lower housing on a virage screw fractured intra-operatively. The screw was removed and replaced to complete the procedure without patient impacts.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.